Event description:
It has been reported to the company that the occlusion balloon did not respond when requested to deflate. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The patient had difficulty with the occlusion and the ventiricluar tachycardia appeared in the patient (ami). The physician inserted the aspiration catheter and aspirated particulate from the vessel and then attempted to deflate the occlusion balloon but the occlusion balloon would not deflate. The physician removed the occlusion balloon to the main artery together with the guide. The patient responded. The physician continued the case and the patient is reported to be fine.